Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included morbid obesity and stomach pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one:") and experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type") and dermatitis allergic ("rashes or skin conditions type"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal genital bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, hormone level abnormal, hypersensitivity, dermatitis allergic, migraine, nausea, vaginal discharge, weight increased, tooth disorder, dysmenorrhoea and vulvovaginal pain outcome was unknown and the genital haemorrhage and dyspareunia had resolved. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number was added. Event injury nos replace new event abnormal bleeding (general ). New events hormonal changes describe, allergic or hypersensitivity reaction type, rashes or skin conditions type, migraines / headaches, nausea, dyspareunia, vaginal discharge, weight gain / loss specify which one: weight gain, dental problems, dysmenorrhea, abdominal pain, vaginal pain, plaintiff did not undergo essure confirmation test was added. Concomitant condition, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 38-year-old female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's concurrent conditions included obesity and stomach pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one:") and experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type") and dermatitis allergic ("rashes or skin conditions type"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal genital bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood swings ("mood swings") and rash ("skin rash"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, hormone level abnormal, hypersensitivity, dermatitis allergic, migraine, nausea, vaginal discharge, weight increased, tooth disorder, dysmenorrhoea, vulvovaginal pain, mood swings and rash outcome was unknown and the genital haemorrhage and dyspareunia had resolved. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, mood swings, nausea, rash, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Lot number: 802743 manufacture date: 2010-11 expiration date: 2013-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs and mr received. Reporter's information added. Event: mood swings and skin rash were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 38-year-old female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included obesity and stomach pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one:") and experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type") and dermatitis allergic ("rashes or skin conditions type"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal genital bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, hormone level abnormal, hypersensitivity, dermatitis allergic, migraine, nausea, vaginal discharge, weight increased, tooth disorder, dysmenorrhoea and vulvovaginal pain outcome was unknown and the genital haemorrhage and dyspareunia had resolved. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Lot number: 802743, manufacture date: 2010-11, expiration date: 2013-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.